Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report that the patient's monitor is heavily damaged. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (damaged monitor) has been confirmed. Upon evaluation, the end cap was separated from the monitor and all internal wires to the end cap were severed. The cause of the damaged wires cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the damaged monitor. The patient received a replacement monitor.